Event description:
It was reported that the device exhibited a measured battery current drain of 6.8 ua, but the summary printout showed 21 ua. The battery impedance was 2.1 kohms and the magnet rate was 99.7 ppm. During the replacement procedure, the projected longevity readings were <6 months and >3 years on concurrent data sets. The current drain measurements were identical except for two consecutive readings of 24 ua and 6 ua. The patient was pacemaker dependent.